Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: shaver broke into the joint. Probable root cause: inadequate window profile; inadequate welding process (i.e. Plasma, inductive, gluing); improper material strength; inadequate size selected for the application; material brittleness ; excessive force applied by the user; incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.